Event description:
Procedure: robotic assisted cholecystectomy. During use of device to remove gallbladder, as md was pulling the pouch out of the surgical site, the pouch broke inside of the patient. Robotic trocar and scope reinserted into patient and attempts to remove the pouch w/gallbladder was successful. No patient harm.